Event description:
Account alleged that the hi/low was drifting on the bed.

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an open liver resection procedure, the scrub nurse took the harmonic shears to clean them - as it had gone into instrument error. On cleaning the instrument the active part of the blade fell off. During the case no metal touched the active blade. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient.